Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("perforation/malposition of essure device location of device: located in uterine wall/perforation (uterus)"), device expulsion ("expulsion of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (with complications)/pregnancy (termination),"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general),") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal discharge, mammoplasty, bacterial vaginosis, vaginitis, endocervical curettage, anxiety, hypertension, obesity (body mass index 30+), multigravida and parity 3. Previously administered products included for an unreported indication: amoxicillin. Past adverse reactions to the above products included vaginal mucosal blistering with amoxicillin. Concurrent conditions included asthma, chickenpox, depression and sleep disorder. On (B)(6)2014, the patient had essure inserted. In november 2014, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2016, the patient experienced nausea ("nausea,"). On (B)(6)2016, 2 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash and urticaria and heart rate irregular ("irregular heartbeat"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery and surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, embedded device, device expulsion, ectopic pregnancy with contraceptive device, device breakage, genital haemorrhage, allergy to metals, headache, nausea, tooth disorder, dysmenorrhoea, weight increased, anxiety and depression outcome was unknown and the migraine and heart rate irregular had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, headache, heart rate irregular, migraine, nausea, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 179 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Human chorionic gonadotropin - on an unknown date: 69; on an unknown date: 2600 hysterosalpingogram - on an unknown date: confirmed blockage smear cervix - on an unknown date: abnormal tvus ultrasound: findings: ectopic kidneys, bilateral pelvic likely variant of horseshoe. No hydro nephrosis or stones. Impression: findings consistent with pregnancy of unknown location. (B)(6)2016, surgical pathological report: pre op diagnosis: pregnancy of unknown anatomic location. Microscopic description: microscopic examination has been performed on hematoxylin and eosin stained sections. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s). Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "ectopic pregnancy with contraceptive device". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("perforation/malposition of essure device location of device: located in uterine wall/perforation (uterus)"), device expulsion ("expulsion of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (with complications)/pregnancy (termination),"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general),") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal discharge, mammoplasty, bacterial vaginosis, vaginitis, endocervical curettage, anxiety, hypertension, obesity (body mass index 30+), multigravida and parity 3. Previously administered products included for an unreported indication: amoxicillin.past adverse reactions to the above products included vaginal mucosal blistering with amoxicillin. Concurrent conditions included asthma, chickenpox, depression and sleep disorder. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2016, the patient experienced nausea ("nausea,"). On (B)(6) 2016, 2 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash and urticaria and heart rate irregular ("irregular heartbeat"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery and surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device expulsion, ectopic pregnancy with contraceptive device, device breakage, genital haemorrhage, allergy to metals, headache, nausea, tooth disorder, dysmenorrhoea, weight increased, anxiety and depression outcome was unknown and the migraine and heart rate irregular had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, headache, heart rate irregular, migraine, nausea, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 179 lbs diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 35 kg/sqm.human chorionic gonadotropin - on an unknown date: 69; on an unknown date: 2600hysterosalpingogram - on an unknown date: confirmed blockagesmear cervix - on an unknown date: abnormal tvus ultrasound: findings: ectopic kidneys, bilateral pelvic likely variant of horseshoe. No hydro nephrosis or stones. Impression: findings consistent with pregnancy of unknown location.24dec2016, surgical pathological report: pre op diagnosis: pregnancy of unknown anatomic location. Microscopic description: microscopic examination has been performed on hematoxylin and eosin stained sections. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s). Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "ectopic pregnancy with contraceptive device". Most recent follow-up information incorporated above includes:on 5-jun-2018: plaintiff fact sheet received. Patient demographic information added. Event depression addedincidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), embedded device ("perforation/malposition of essure device location of device: located in uterine wall/perforation (uterus)"), device expulsion ("expulsion of essure device"), ectopic pregnancy with contraceptive device ("pregnancy (with complications)/pregnancy (termination),"), device breakage ("device breakage") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general),") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal discharge, mammoplasty, bacterial vaginosis, vaginitis, endocervical curettage, anxiety, hypertension and obesity (body mass index 30+). Previously administered products included for an unreported indication: amoxicillin. Past adverse reactions to the above products included vaginal mucosal blistering with amoxicillin. Concurrent conditions included asthma, chickenpox, depression and sleep disorder. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with rash and urticaria, headache ("migraines / headaches"), migraine ("migraines / headaches"), heart rate irregular ("irregular heartbeat"), nausea ("nausea,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy), surgery and surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, device expulsion, ectopic pregnancy with contraceptive device, device breakage, genital haemorrhage, allergy to metals, headache, nausea, dysmenorrhoea, weight increased and anxiety outcome was unknown and the migraine and heart rate irregular had resolved. The reporter considered allergy to metals, anxiety, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, headache, heart rate irregular, migraine, nausea, tooth disorder, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: 69; on an unknown date: 2600 hysterosalpingogram - on an unknown date: confirmed blockage smear cervix - on an unknown date: abnormal tvus ultrasound: findings: ectopic kidneys, bilateral pelvic likely variant of horseshoe. No hydro nephrosis or stones. Impression: findings consistent with pregnancy of unknown location. (B)(6) 2016, surgical pathological report: pre op diagnosis: pregnancy of unknown anatomic location. Microscopic description: microscopic examination has been performed on hematoxylin and eosin stained sections. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s). Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "ectopic pregnancy with contraceptive device". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: reporters details added. Aka names added. Events added as pregnancy (with complications), nickel allergy, pregnancy (termination), anxiety, malposition of essure device location of device: located in uterine wall, hives/rashes, migraines / headaches, irregular heartbeat, nausea, dental problems, device breakage, dysmenorrhea (cramping), expulsion of essure device, pelvic pain and weight gain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, genital haemorrhage and pain outcome was unknown. The reporter considered genital haemorrhage, pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.